Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
A burning smell was noted coming from around the small cra picker board on the alinity c processing module. Additionally, unloading and loading error codes 5819, 5820, and 5833 were noted. The field service representative (fsr) found that the cra picker board showed evidence of a fire (turned a brown color). No impact to patient management was reported. No impact to the user was reported.

Event description:
A burning smell was noted coming from around the small cra picker board on the alinity c processing module. Additionally, error codes 5819, 5820, and 5833 were noted. The field service representative (fsr) found the cra picker board showed evidence of a fire (discolored brown). No impact to patient management was reported. No injury to the user was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument due to message codes 5833 and 5820 and saw evidence of fire (burn/charred) between the components and connector in the board. The fsr replaced the reagent loader assembly which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional issues of burning smell/odor and evidence of fire (burn/charred) of parts, on the alinity c (B)(6). The 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burning smell/odor and evidence of fire (burn/charred) observed was limited to the reagent loader assembly and did not spread to other parts of the module. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of tracking and trending for the reagent loader assembly did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the reagent loader assembly was identified.